Manufacturer narrative:
The lens has not been returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
A surgeon in (B)(6) reported explant of an intraocular lens (iol) several years after implant due to presumed calcification. Though requested, no additional information has been provided.

Manufacturer narrative:
One iol was returned wet in a small plastic specimen cup. The original packaging and contents were not returned. The lens does have the appearance of the reported lens, although the part number and lot number cannot be verified or determined. The lens is intact. The optic has a cloudy white appearance in some areas with irregular/random deposits visible on the surface of the optic. The lens was sent for laboratory analysis to include calcification testing.

Manufacturer narrative:
Laboratory analysis has been performed. Through optical inspection, laser confocal microscopy, scanning electron microscopy, and electron dispersive x-ray spectroscopy, no significant opacification was observed on the lens. Liquid chromatography and mass spectrometry of the solution in which the lens was shipped revealed the presence of 0.75 g/ml benzoic acid and 0.47 g/ml triphenylphosphine oxide, however neither are believed to be the cause of any opacification and are likely to have been introduced to the lens after explantation from the patient. Scanning electron microscopy and electron dispersive x-ray spectroscopy of the (dried) lens solution indicated the presence of low levels of calcium and silicon in addition to salts from buffer solutions the iol likely contacted prior to or during surgery. Calcium could be related to opacification of the iol- low levels of calcium may indicate that there was a small amount of calcification of the lens, however no elemental phosphorous was found which would be expected if the lens underwent calcification. It is unclear whether the calcium was introduced after explantation or before, especially since it was not detected on the iol itself. It is concluded that the event was most likely the result of the small amount of surface debris observed on both lens surfaces by optical microscopy, however it cannot be ruled out that the debris may have been introduced during explantation and handling. A conclusive root cause is unable to be determined. No similar events have been reported for this product lot to date. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.